Event description:
It was reported that the asymptomatic patient presented for remote follow-up via merlin.net. A review of the transmission revealed an alert for high defibrillation impedance. No interventions were reported.

Event description:
New information received notes that the patient was brought to the electrophysiology lab and a 10j commanded shock and a full defibrillation threshold test (dft) test was performed. Normal high voltage lead impedance was measured pre, during and post shocks. The were no patient consequences reported.